Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has been exhibiting high out of range shock impedances on the right ventricular (rv) lead. The impedances have fluctuated between being high and out of range for over two years and have reached values of 200 ohms. For the last year, the values have remained out of range around 147 ohms. At this time, the ICD and rv lead remain in service. The patient is being monitored. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Although review of device memory did show the device reported a code indicative of an open condition on the shock lead, the device appears to have reported the measurement correctly. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which indicated this patient presented to the hospital as they received shocks. Upon interrogation, a code 1005 was displayed on this device, indicative of an open circuit condition being detected during shock delivery. Further testing was done and a defibrillation threshold (dft) test was performed; the code 1005 was still displayed. The existing rv lead was surgically abandoned and this ICD was replaced. No additional adverse patient effects were reported.